Event description:
Wife took me to the emergency room because I was disoriented and in intense pain. The ER doctor said it looked like I was having drug addiction withdrawal. I had another panic attack (or whatever it is) on (B)(6) 2016. As it became worse and I became more and more agitated, I took two of my sleeping pills in a desperate attempt to stop the madness of it all. Since fireworks were going off my wife had me with quiet music in the bedroom lying down in lopes of sleep. When my wife went to check on me about 20 minutes later, I was up and in the bathroom trying to brush my teeth with antibacterial ointment. The water was on full blast in the sink and other lotions, pills and bathroom stuff was out of the cabinets. Also my medicine drawer was open. My wife had no idea if I had taken other medication and neither did I. She called 911 and I spent most of the night in the (B)(6) emergency room in (B)(6). The ER doctor suggested haloperidol to relieve the symptoms. They administered a small dose and it seemed to help.